Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise. It was noted that impedance measurements for the rv lead were within normal limits. Thus the physician planned to explant the lead during the device replacement procedure for normal battery depletion. Upon opening the pocket, a conductor fracture was visable. Subsequently the lead was laser extracted and a new lead was successfully implanted with the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--